Event description:
It was reported that the caller experienced cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance to reset the pump, and the caller successfully started their sensor session without encountering the error again.